Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a patient underwent a redo atrial fibrillation procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade which required a pericardial tap. The patient¿s medical history is unknown. The patient was prepped and draped in the normal fashion. After the transseptal, the physician noticed that he was unable to torque the ablation catheter clockwise (posterior). The physician then confirmed on the intracardiac echo that the agilis sheath and the ablation catheter were outside the endocardium. They then prepped for a pericardial tap. No ablation was applied in this procedure. The patient was reported to be in stable condition at the time the complaint was reported. There is no information about the hospitalization. The patient fully recovered with no residual effects. The physician did not provide a causality opinion for the cause of this adverse event.